Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 445 mg/dl at the time of incident. The customer's other blood glucose were 400 mg/dl, 413 mg/dl, 416 mg/dl, 512 mg/dl, 399 mg/dl, 394 mg/dl respectively. Customer experience nausea as a symptom for high blood glucose level. Customer was not okay to troubleshoot. Customer tried to contact the health care professional. Customer stated that they had back up plan but did not know how to inject the insulin. Customer also stated that they got insulin flow block alarm. Customer was reporting past event. Customer stated that alarm not occur during fill tubing. Customer stated that event was resolved by complete set change. The insulin pump will not be returned for the analysis.